Manufacturer narrative:
(B)(4).

Event description:
The previous (B)(6) the pt felt she saw a "fireball" come from the recharger antenna. It was noted that the pt is legally blind. She felt a shocking through her entire body. It was observed that she had a bruise eight inches superior to the ins and 4-5 inches lateral from spine. Several days later the pt was in her physician's office where she recharged for 1.5 hours with no complaints or unusual events. The MFR rep felt it was possible the shocking sensation was the result of changing position (going from standing to lying down). Further info is being requested at this time.